Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. No physical sample was provided by the customer. There were three picture samples provided for investigation. One picture shows the exterior packages of a product. The second picture shows a syringe with a cap, and a medication bottle. The stopper shows a white particle. The second picture shows a closer view of the syringe stopper with the particle on it. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 unspecified bd¿ syringes had foreign particles found in them. The following information was provided by the initial reporter, translated from (B)(6) to english: we have received a report from one of our customers regarding a floating particle, which was found in the liquid after pulling up in a 60ml syringe. A new syringe was then taken and a particle was also found in the empty syringe. It is therefore suspected that the particle did not come from the liquid, but from the syringe.